Manufacturer narrative:
Evaluation summary: the used complaint cartridge was not returned. An opened 10-count carton was returned. One empty pouch and six unopened pouches were returned for the reported lot. The six returned unused cartridges were evaluated. The cartridges were microscopically examined with no damage observed. No particulate was observed inside the cartridge lumens. All six cartridges were functionally tested per the dfu. No lens or cartridge damage was observed after the lens deliveries. No foreign material was observed. The cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. No determination can be made without physical evaluation of the complaint sample. Corrected information provided in h.10: there are seven other complaints reported in this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract surgery with an intraocular lens (iol) implantation, foreign material was found on the iol. The iol was replaced in the same procedure with no reported harm to the patient. Additional information has been requested.